Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, buffalo filter llc, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This is a voluntary distributor report. This distributor reported on behalf of their customer that the 60-7610-001 device was being used during a c-section on (B)(6) 2019 when while attempting to cauterize the uterus, the tip of the device "erupted in a blue flame". This caused a 5-minute delay in the surgery. The surgery was completed with an alternate device. There was no report of injury to the user or the patient. There was no report of medical intervention or extended hospitalization due to the event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as a voluntary distributor report.